Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection confirmed the jaw pin is not attached. The pin was not received with the instrument. No broken componets were seen. The probable root cause is user excessive force. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insert tip is missing.

Event description:
It was reported that the insert tip is missing.